Event description:
It was reported by the rep that the linear cutter failed to fire complete staples, failed to cut, leaving some staples in tissue, some in the cartridge. The case was completed with another tlc55. There was no patient consequence.